Event description:
Patient presented to the physician with pain at the incision lead. The physician surgically removed the sense lead on 28 apr 2021 and replaced the lead using the 2-incision technique, resolving the patient¿s pain.